Event description:
Exchange of saline implant (left) and delayed breast reconstruction. Capsulotomy and areas of capsulectomy done. Pt complained of severe pain. Areas noted of hardness as well as asymmetry.